Event description:
On 11th august 2025, it was reported by an arthrex's employee via email that for 1 unit of ar-1923bc, suture anchor, biocomposite pushlock® 2.9 x 15.5 mm, its anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1923bc. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was substantiated. Observed damage to the eyelet and shaft is indicative of potential excessive force applied during use. One unpackaged ar-1923bc batch 15334661 was received for evaluation. Visual inspection revealed that the eyelet was bent, indicating that excessive force had been applied to it. The broken anchor pieces were not received for evaluation. A functional test was performed by moving the inner shaft, and no resistance was noted; however, it was noted that the outer shaft felt loose. The most likely cause of the reported failure was user error, including improper bone preparation and/or incorrect insertion angle.